Event description:
The complainant reports that following a therapeutic procedure of placing the patient's (age and gender unknown) enteral feeding device, the patient became febrile and it was noticed there was a "blue material like suture at the gastrostomy site." The patient was started on anti-biotic therapy. Upon removal of the "blue material like suture," the patient became afebrile although it is unknown what attributed to the elevated temp. Although a blue "pull" wire is included in the procedure kit it is not a surgical suture.